Event description:
During the procedure, the catheter cracked. During pci of a calcified lesion in the mid lad, the physician attempted to place the cypher stent but it was unable to cross. They tried a buddy wire but it did not cross. So they took it out for the second time and went in with a 3.0x10 cutting balloon and made dilation. They then attempted to deploy the stent again but as they were going in, they noticed that the catheter was cracked. It was removed and two 3.0x24 and a 3.0x8 taxus stents were used to finish the procedure. This product is available for testing and evalution but the engineering report has not been completed.